Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 cat#00877502802 lot#3194194. Biomet act artic e1 hip brg 28x38mm cat#ep-200144 lot#unk. Report source: foreign country: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00085. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent initial surgery on an unknown date. Subsequently, patient was revised on an unknown date due to the liner being dislodged from the shell. No further event information available at the time of this report.